Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, stained end cap sticker, and case cracked at the reservoir tube window corner.

Event description:
It was reported that the customer's insulin pump had a big crack. The customer's blood glucose level was 224 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).